Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver shut down unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver shutting down unexpectedly could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to the receiver not turning on. However, the receiver turned on with a replacement good battery. The log was downloaded and reviewed finding errors related to the complaint in rttloss. The receiver case was opened, and an internal visual inspection was performed and failed due to a damaged battery. Confirmation of the complaint was confirmed. No injury or medical intervention was reported.